Event description:
It was reported that the patient implanted with this cardiac resynchronization therapy defibrillator (crt-d) suspected that the device may not be working. This device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.